Manufacturer narrative:
Additional: b1, b2, b5, d10, h1, h3, h6. Further information was requested, but not yet available.

Event description:
New information received on (B)(6)2020 indicated that the device was explanted.

Manufacturer narrative:
Interrogation of the device revealed the device was at eol when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited premature battery depletion. No further intervention was reported.